Event description:
Additional information received reported was the patient had an infection and the left implantable neurostimulator and extension were removed. The patient would not have the devices replaced in (B)(6) 2012. Also, reported that the healthcare provider (hcp) said the patient's platelets were low and this might have attributed to the event. There was a strong likelihood that the event was due to the process of putting the lead in place. The patient did not experience any symptoms in surgery but rather the symptoms started in the middle of the night. The symptoms included affected patient's speech, motor deficit and trouble moving on opposite side of body. Additionally, the patient could not walk. The patient was discharged in (B)(6) 2011 and was currently in an in-patient rehabilitation center. The patient had made enormous recovery.

Manufacturer narrative:
(B)(4).

Event description:
Correction: additional review indicates the information regarding the infection resulting in the explant of the stimulator and extension pertains to MFR report #3004209178-2012-01164.

Manufacturer narrative:
The manufacturing site ID was previously reported as #(B)(4). Additional review indicates the correct manufacturing site ID is #(B)(4).

Event description:
It was reported that the patient had leads implanted in the subthalamic nucleus approximately (B)(6) ago, and that the patient was hospitalized for brain bleeding in the left hemisphere. Additional information has been requested, a follow-up report will be sent if additional information becomes available. See MFR report #3007566237-2011-07530 regarding the other lead. See MFR report numbers 3004209178-2011-07528 and 3004209178-2011-07529 regarding subsequent implantable neurostimulator issues.